Event description:
On (B)(6) 2009, patient reported a grinding noise emitted from the infusion device then the e10 (cartridge error) displayed on the infusion device screen when returning the piston rod. He stated while returning the piston rod during the change the cartridge process, the piston rod "came to a slow, grinding stop" then the infusion device screen displayed e10 (cartridge error). Verified the infusion device battery type was set for alkaline. Had patient change to a new battery. He reported he attempted to return the piston rod, but the exact same thing happened. Assisted patient in setting up backup infusion device. Patient confirmed that all settings were saved correctly. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for evaluation.